Manufacturer narrative:
(B)(4). Batch #unk. Event date: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: please provide more details for "tlc75 not closing"? This information was not accurate from nurse in charge I spoke with. Speaking with surgeon it was an incident 12 days post op where the patient was opened due to a leak/bleeding. When opened patient the staple line had separated and was actively bleeding. There were questions around whether the staples had deployed properly. Could you please clarify if there were any patient consequences? An emergency laparotomy was performed to assess issues patient was happening. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? The incident was not intraoperative and felt everything had been performed successfully it was post operative complication and observation of staple line on the bowel which has raised complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively during the initial procedure? How was the leak and bleed identified? Was the site of the leak identified? If so, where and what was observed? Was it leaking through the staple line? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? What was done in the reoperation? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the tlc75 did not close.

Manufacturer narrative:
(B)(4). Date sent: 09/06/2022 an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: this information has not been made available by the hospital.